Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the case performed at the time was a multi level spinal fusion case. The stealth was booted up in the room, and had not been used yet. The surgeon opted to proceed without navigation as a time saving measure (despite having other usable stealth machines available to swap out). No delay to the procedure or patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. However, hardware parts were replaced and the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being during a procedure. It was reported that in a case the stealth made a pop noise and then there was smoke smell coming from the cd drive. The representative also stated that after the noise and smell the surgeon monitor was black. After the popping noise and the smoke smell the system powered down. They turned on the system and the surgeon monitor did not turn on, but no issues were found on the main cart. The surgeon monitor on this system worked fine with a known working stealth7. The account chose to use c arm for the case. Additionally, it was noted that the monitor on this system worked fine with a known working stealht7. It was thought to believe that the internal cabling from the lemo connector in the staff cart to the staff cart components was damaged. After replacing the internal surgeon monitor cable (lemo internal on staff). The issue was not resolved by the replacement of that part. The navigation and imaging were aborted. There was no reported delay at this time and no reported impact to patient outcome.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that returned power supply was bench tested and it was did not emit any voltage. Further investigation did not reveal that the fuse was blown. Otherwise; all other outputs measured normal voltage. Fdm 10, fdr 120 and fdc 4307. A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. If information is provided in the future, a supplemental report will be issued.